Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure observed during analysis. Analysis description: final analysis found insulation abrasion exposing the outer coil at 13.0-13.6cm. The abrasion was consistent with constant friction to another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.